Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine generator change. During the procedure, atrial lead noise was noted. The noise had also been noted previously and was not a new issue. The physician was notified but elected to leave the lead in use. The noise was not reproducible. There are no plans for intervention.